Event description:
The customer reported that he had received 2 motor error alarms on the insulin pump. Customer stated that he changed out his entire set this morning. Customer went to bolus for his noon time bolus. Customer then cleared the alarm. Customer changed the reservoir and stated that he now cannot get past the fill tubing. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. The insulin pump will need to be replaced. Customer was advised to remove the pump battery to prevent continued alarms. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a loose /protruded drive support disk. The pump also had a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.